Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation,the c19 capacitor on the defibrillator pca was found to be damaged. The root cause for the damaged c19 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of a monitor for an unrelated issue, a reportable malfunction was found.